Event description:
Elevated blood glucose levels [blood glucose increased]. Case description: it was reported by the pt's spouse and family member that pt experienced elevated blood glucose levels, while using a novapen 3 insulin delivery device with novolin n penfill insulin and novolin r penfill insulin cartridges. The pt has had type ii diabetes since 1981, and was admitted to the hosp in 2001 in order to start insulin therapy. The pt was started on a sliding scale of regular insulin and a once a day dose of nph insulin at bedtime. Three days later, the pt was discharged and the spouse was instructed to administer the prescribed doses with a novopen 3 insulin delivery device using the two different types of insulin. Two days later, it was noticed that the blood glucose levels were elevated and hard to control. The pt spent approx three weeks in the hosp until the pt's blood glucose levels were stable. The physician switched the pt to conventional vials of regular and nph insulin and 2 months later, the pt's blood glucose levels were down to 150 mg/dl. There had not been any change to the pt's activity level, diet or health status.